Manufacturer narrative:
.

Event description:
An intraventricular baclofen pump was placed in 2007; the patient was admitted fourteen days later with a recurrent cerebrospinal fluid leak from the frontal incision. He underwent an attempt at a lumbar drain placement, which was unsuccessful. He had a sideport tap of his baclofen pump which revealed a positive culture for staph epidermis that was sensitive to vancomycin. He had oversewing of his frontal incision but continued to have cerebrospinal fluid leakage. On sept 21, 2007, the patient underwent a complete revision of his right frontal incision and replacement of the lumbar drain that had been placed two days later. A long term IV was placed through a right internal jugular vein because of inadequate veins in his arms. During the course of his hospitalization, he was placed on IV vancomycin as well as vancomycin mixed with the baclofen in his baclofen pump. He also had administration of intraventricular vancomycin 10 mg on the same day, at the time that the baclofen pump was filled with a baclofen/vancomycin combination. The pump was programmed one day later. The reservoir was easily assessed with a needle and 17.8ml of baclofen 500 mcg/ml was withdrawn. The pump was then filled with a mixture of baclofen and vancomycin in the concentration of baclofen 450 mcg/ml and vancomycin 10 mg/ml and 20 ml was instilled in the pump. The reservoir port was deaccessed. The side port was accessed with a needle and 1 ml was withdrawn. A programming bolus of 62 mcg to fill the intrathecal catheter was programmed over 8 mins. Following the bolus, 3 ml was withdrawn through the side port from the catheter and another priming bolus was programmed. This was repeated 2 add'l times for a total of 4 catheter priming boluses. Following the fourth priming bolus, 10 mg of vancomycin was injected through the side port followed with a flush of 1 ml. The side port was then deaccessed. The pump was programmed with a concentration of baclofen 450 mcg/ml and vancomycin 10 mg/ml. The dosage was raised to 100 mcg per day because of the increased tone. A catheter priming bolus of 55.8 mcg plus an add'l 15 mcg to treat the dystonia was programmed over 10 mins. He tolerated the procedure well. His csf was xanthochromic and slightly hazy. Throughout the hospitalization, his baclofen dose was increased from 75 mcg per day on admission to 115 mcg per day on the day of discharge. He had significant relaxation of his dystonia in response to the increased baclofen dose. Five days later, he had a 60 min seizure. After that, he had a p.r.n. Order for clonazepam 0.5 mg per g tube for any seizure greater than 10 mins. The next day, he was stable and was deemed ready for discharge to home and to resume home health care. On the morning of discharge, he had spotting serosanguineous drainage from his frontal incision. The hcp was unable to express any fluid and there was no palpable subcutaneous fluid. Otherwise, he was stable and smiling. Ref MFR report# 6000030200704475.